Event description:
Affiliate reported that the surgeon experienced difficulty when inserting the device. As a result he attempted to remove it and when removed the tip was damaged. When removed it was noticed that the tip was bent and micro pieces of the catheter remained in the patient. It was reported that there was no adverse reaction to the patient.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed. Device has not yet been returned

Manufacturer narrative:
Upon completion of the investigation it was noted that the device was evaluated and the following observations were noted. Both touhy needles were showing evidence of use. Debris consistent in appearance with biological debris was attached to different areas of both devices. Both touhy needles had the tip edge damaged with the material rolled over inwards. The cause(s) of the damages could not be fully determined; however, it appears that touhy needles were inadvertently damaged by the customer during use, but this could not be confirmed. Lot history records for p/n (B)(4); lot # 453801, were reviewed, and verified that all products in this lot number were conforming to the required specifications when released to stock during (B)(4) 2011. A complaints records review was also performed, and verified that at the present date this is the first complaint reported for this lot number 453801, and it is considered to be an isolated incident. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.